Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant procedure of a leadless implantable pulse generator (ipg), a device checked showed poor results with the measurement data. When the device did not show up on chest x-rays, cine images were obtained and the device was noted to have dislodged and later found near the puncture site. A new device was implanted via the contralateral approach, and an attempt was made to snare the device, however difficulty was encountered. Eventually, the device was explanted by incising the groin region. No patient complications have been reported as a result of this event.